Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity and a septoplasty. In addition, the customer reported allegations of eye irritation, nose bleeds, nose irritation, skin irritation, respiratory tract irritation, hypersensitivity, inflammatory response, dizziness and/or headache. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer was previously received information alleging liver disease/toxicity and a septoplasty. In addition, the customer reported allegations of eye irritation, nose bleeds, nose irritation, skin irritation, respiratory tract irritation, hypersensitivity, inflammatory response, dizziness and/or headache. No other clinical information or medical interventions were reported. The manufacturer previously reported in section h1 as product problem instead of serious injury which is corrected in this follow up report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity and a septoplasty. In addition, the customer reported allegations of eye irritation, nose bleeds, nose irritation, skin irritation, respiratory tract irritation, hypersensitivity, inflammatory response, dizziness and/or headache. No other clinical information or medical interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated